Event description:
It was reported that a bd ultra-fine¿ pen needle got stuck in the consumers skin when pulling out after injection. Stated there is scaring due to needle tugging at his skin. Stated happening on his abdomen, left and right side. Stated he does rotate side injection site, does not reuse. Follow up phone call with the spouse, the lay user did not seek medical attention.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ pen needle got stuck in the consumers skin when pulling out after injection. Stated there is scaring due to needle tugging at his skin. Stated happening on his abdomen, left and right side. Stated he does rotate side injection site, does not reuse. Follow up phone call with the spouse, the lay user did not seek medical attention.